Event description:
It was reported by the clinical that the proplege coronary sinus catheter, "pr9 was placed without any issues. Less than 30 seconds. Inflated balloon with 1cc, patient had large coronary sinus. Received ventricularization and confirmed placement with fluoro. Upon delivery of retrograde cardioplegia it was noticed that pressures were high and low flow with no visible draw back on balloon syringe and nothing came back. They added .2cc additional volume in balloon which increased flow and decreased pressure. After the pr9 was removed, anesthesiologist refilled the 2cc syringe proceeded to inflate the balloon and shows clearly a rupture on the proximal "wrapping" of the balloon to the device. No negative patient outcomes were observed. They were able to use the same device, they did not need to replace the device.

Manufacturer narrative:
Device is currently under evaluation into root cause.

Manufacturer narrative:
The catheter was visually inspected and no visual defects were found on the catheter. A balloon leak lumen patency test was performed failing results due to the leaking at the distal balloon bond. The device was send out for evaluation and there was a distal balloon bond. There is evidence that the step on the balloon bond may lead to leaking following device use due to weakening the balloon in that area, thus the reason it is inspected for during production. Balloon leaks can also occur if the balloon is overinflated. In this case it is stated that following the initial inflation volume of 1 cc, an additional 2 cc of volume were added, which clearly exceeds the 1.4 cc maximum volume as given in the device IFU. In this case, it is likely that the pronounced balloon bond step, combined with over-inflation let do the observed leak, however this cannot be proven, therefore the root cause is indeterminable. Re-trained has been performed to ensure step-height inspection awareness. A product risk assessment has been initiated for this complaint. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.